Event description:
It was reported that the versajet ii console will not lock when handpiece inserted. No case was invovled.

Manufacturer narrative:
H3, h6: the device intended for use in treatment was returned for evaluation. A relationship between the reported event and device could be established. A visual inspection was performed on the exterior of product and no physical damage was observed. Functional inspection was performed and showed the complaint of difficulty turning the pump cartridge in u.I. Assembly was confirmed. Test pump cartridge could not be turned to the locked position due to corrosion inside u.I. Assembly. The root cause is determined to be corrosion. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. A complaint review indicated other failures reported. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for adverse trends related to this product.